Manufacturer narrative:
Additional information: restenosis of the circumflex was found by angio and was treated with a des. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Three non-medtronic stents were implanted in the index procedure, one in the cx and two in the 2nd obtuse marginal. One resolute onyx drug eluting stent was implanted in the 2nd obtuse marginal. Approximately 19 months later the patient suffered nstemi which occurred in the target vessel, the lcx. Event was treated with pci. The investigator assessed the event as not related to the anti-platelet medication and causally related to the device. Safety assessed the event as not related to the anti-platelet medication and possibly related to the device. The patient recovered.